Manufacturer narrative:
Codman has unsuccessfully attempted to contact the hosp regarding the availability of the product. It is not known whether the device is available for eval. Without the device, codman is unable to conduct a proper investigation. Since a lot number has been provided, a review of the lot history records have been conducted and they confirm that they conformed to specifications prior to distribution. In addition, this complaint is being reported as a malfunction based on the specific expressed concern by the hosp that the pt was at greater risk for foreign body to be left behind (should the extra pattle not have been detected during routine count practices at the hosp). It is important to note that there were no adverse consequences to the pt and that the miscount was detected prior to introducing the devices into the operative field. The miscount was detected using routine "count-in" procedures that are typical of all hosp operating rooms. If at some point the product is returned this complaint will be re-opened and investigated. Based on the results of this eval no further action is necessary. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported that while counting 1x3 neuro sponges on a spine procedure, it was noted that there were 11 sponges instead of 10. This placed the pt at greater risk for retained foreign body.